Manufacturer narrative:
The cannula has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. In (B)(6) 2014, (B)(4) was delivered to the site and acknowledged. The field safety notice requested for all single-site 5mm curved cannulae including part 428072-03 to be replaced and returned. This complaint is being reported due to the following conclusion: the single site curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci cholecystectomy procedure, the customer identified an issue with a single site curved cannula that was mounted onto the system. The very top of the single site curved cannula was turning and that it was possible to pull it apart. The procedure was completed and there was no patient harm, adverse outcome or injury reported.